Event description:
The patient had 2 anchors (from the same lot) implanted as part of his scs system. It was reported the patient experienced a pressure sore at the anchor site. It was also noted the patient was prescribed antibiotics. Follow-up information revealed the patient underwent surgical intervention on (B)(6) 2015, where his scs system was explanted due to the reported issue and the patient also had a number of unrelated health issues.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.